Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit fm was found in vial before use. The following information was provided by the initial reporter: according to the customer's report, fm was found in a vial before usage. The lot# of the kit is unknown and the lot# of the panta is reported to be 2293398.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-05-24. H.6. Investigation summary: panta batch number 2293398 was provided by the customer. Batch history review for panta batch 2293398 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 2293398 (8 vials). No media defects were observed in 8/8 panta retention samples. For further investigation, two growth supplement vials from batch 2293452 were used to reconstitute two panta vials from batch 2293398. One reconstituted panta (the remaining growth supplement in the supplement vial was also incubated) was placed into the 33 to 37 degrees celsius incubator, and one reconstituted panta (the remaining growth supplement in the supplement vial was also incubated) was placed into the 20 to 25 degrees celsius incubator. At the fourteen days incubation, no microbial growth was observed in 4/4 incubated retention vials. Four photos were received to assist with the investigation: the first photo shows one uncrimped growth supplement vial and one reconstituted panta vial. Both vials have parafilm around the stoppers. There does appear to be possible fungal growth in the panta. The batch number cannot be observed on the vials. The second and third photos show the bottom of a reconstituted panta vial from batch 2293398. There appears to be fungal growth in the vial. The last photo shows a partial reconstituted panta vial from batch 2293398. There appears to be possible fungal growth in the vial. Returns also were received for investigation. One empty growth supplement vial from batch 2293452 and one reconstituted panta vial from batch 2293398 were received in a medium sized shipping box packed with bubble wrap and packing peanuts. Fungal growth was observed in panta returned vial. The vial was submitted to the identification lab where mold was confirmed. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 2293398 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no complaints taken on the probable kit batch. This complaint cannot be confirmed for a defect in a 245124 kit.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit fm was found in vial before use. The following information was provided by the initial reporter: according to the customer's report, fm was found in a vial before usage. The lot# of the kit is unknown and the lot# of the panta is reported to be 2293398.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.